Manufacturer narrative:
Based upon the additional / corrected information received, this issue has been determined not to be an adverse or reportable event.

Event description:
Additional / corrected information received confirmed that the procedure was completed using a second surgical fiber and not by turp as originally reported. There was no patient injury reported.

Event description:
It was reported at that during a prostate procedure, a defect in the fibers output beam was observed; a trial shot was made, at 392 joules of use and 0.05 minutes, however, the output beam was observed to "burn" / emit from both the front and back. The case was completed using an alternate procedure (turp) and the patient was discharged 2 days after the procedure. Patient outcome: there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): minimum cap wear is observed; the fiber glass cap exhibits mild devitrification at the output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and not " from the back and front at the same time". Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.